Event description:
It was reported that the patient presented for implant of the right ventricular lead. During the procedure it was observed that the lead failed to capture the heart and the helix was unable to completely extend after it was positioned. The lead was exchanged, and implant was successfully completed with a replacement lead. The patient was stable.

Manufacturer narrative:
The reported events were failure to capture and a helix mechanism issue. As received, a complete lead was returned in one piece with helix found extended and clogged with blood / tissue. The reported event helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After the lead was cut and the helix cleaned, the helix was able to retract and extend with torque applied directly to the inner coil. The full helix extension was measured within specification. The cause of helix mechanism issue was isolated to tissue in the helix region and over-torque of the inner coil. The reported event of failure to capture was not confirmed. Electrical tests did not find any indication of conductor fractures or internal shorts.